Manufacturer narrative:
A specific root cause could not be determined. As both results differed by the same amount and the reaction curves were acceptable, a calibration issue was suspected.the field service representative flushed the system and performed checks which were ok. Calibrations were ok and precision testing was performed. The issue appeared to be resolved after the service visit.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable low creatinine results for 216 patient samples from (B)(6) 2016. Data was only provided for two patient samples that occurred on (B)(6) 2016. Patient 1 initial result was 122.9 umol/l. The repeat results were 191.3 umol/l and 186.9 umol/l. Patient 2 initial result was 70.1 umol/l. The repeat results were 111.2 umol/l and 115.3 umol/l. The erroneous results were reported outside the laboratory to a physician. The patients were not adversely affected. The reagent lot number was 160571. The expiration date was requested, but was not provided. The field service representative exchanged the turning table sheet kit, cleaned all pipettors, checked the pressure and vacuum, cleaned the watertank and rinsed the system from the watertank. Afterwards, a cell blank was ok. The investigation noted the reaction curve looked like water droplets had fallen in the cell during the reaction. With the provided information and precision results, an issue with reagent pipetting was excluded.